Manufacturer narrative:
(B)(4). For 12 of the 15 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the anesthesia control board for 3 units, the central processing unit card on the screen and the compactflash card for 1 unit, consolidated ventilator interface board and the bulkhead connector for 1 unit, the carrier board for 1 unit, the ventilator interface board for 1 unit, the power controller board for 1 unit, the consolidated ventilator interface board (cvib) for 1 unit. 1 event was resolved by reloading the software option key, 1 event resolved by reseating the bellows, 1 event resolved by adjusting the flow sensors. For 3 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced therapeutic output failures. 9 events were reported for malfunction causing a loss of mechanical ventilation, 4 events reported for malfunction preventing mechanical ventilation, 1 event reported for malfunction allowing only volume control mode of mechanical ventilation, 1 event reported for alarming during preuse checkout and losing the ability to mechanically ventilate. These reports were received from various sources. Of the 15 events, 7 did not involve patients, and 8 did involve patients. There was no patient information available.